Event description:
It was reported that during evaluation, the gastrointestinal videoscope had corrosion on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation, the most probable cause of the corrosion on the light guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.